Event description:
Reported by attorney: pt claims to have suffered chronic pain, excessive bleeding, infection, mesh erosion and erosion and destruction of vaginal tissue warranting the need for add'l surgical intervention.